Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, eighty (80) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the tube k2edta plh 13x75 2.0 slbl lav jlp that there was foreign matter in tube; biological and non biological in a tube. The following information was provided by the initial reporter: according to the customer's report, brown fm was found to be adhered to the inside the tube before usage.

Event description:
It was reported that while using the tube k2edta plh 13x75 2.0 slbl lav jlp that there was foreign matter in tube; biological and non biological in a tube. The following information was provided by the initial reporter: according to the customer's report, brown fm was found to be adhered to the inside the tube before usage.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.